Event description:
It was reported that during a cholecystetomy procedure, device was inserted and valve was dialed down. While insufflating, the device broke. Pulled one from new box and it worked fine to complete the case. No patient consequence.